Event description:
Device malfunction: clip mislocation and difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy after a diagnostic procedure. Reportedly, the starclose was deployed but failed to achieve hemostasis and resistance was felt during device removal. The clip was noted to have delivered outside the artery. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.